Event description:
At 1:35 p.m. On march 31, patient's heart rate noted to be slowing on cardiac monitor at central desk. Immediate assessment of the patient at bedside revealed ventilator tubing not connected to trach tube. No audible alarm emanating from ventilator. Acls initiated with success at first. Patient coded again two times; expired at 2:40 p.m. March 31, 193. Last direct visual observation of patient occurred at 1:20 p.mdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, none or unknown. Results of evaluation: none or unknown, none or unknown, none or unknown, alarm - audible. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.